Manufacturer narrative:
Event date ¿ this occurred in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an extra-large volume intermate ruptured during filling with fosfomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between 6/21/2017-6/22/2017. The device was received for evaluation. Visual inspection was performed and the bladder was noted to be ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture problem with no issues noted. The reported condition was verified. The cause of the reported condition was undetermined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.